Manufacturer narrative:
The biomed engineer reported that a potential missed alarm may have occurred on (B)(6) 2021 at approximately 10am cst. The biomed engineer stated that they couldn't see the missed alarm in the alarm history. The biomed engineer reported that their site has had the org sw update completed and believes that with the new sw and recent update, the staff may have confused events and suspects the workflow may need to be corrected, but they wanted to report the potential missed alarm anyways. No patient harm occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomed engineer reported that a potential missed alarm may have occurred on (B)(6) 2021 at approximately 10am cst. The biomed engineer stated that they couldn't see the missed alarm in the alarm history. The biomed engineer reported that their site has had the org sw update completed and believes that with the new sw and recent update, the staff may have confused events and suspects the workflow may need to be corrected, but they wanted to report the potential missed alarm anyways. No patient harm occurred.